Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, post-paced t-wave oversensing was noted on the device. Technical support was contacted and recommended device reprogramming. The patient was stable and will continued to be monitored.

Event description:
Additional information received confirming that reprogramming was successfully carried out resolving the event.